Manufacturer narrative:
.

Event description:
The customer reported a patient with a reaction after a normal examination with a scope that was high level disinfected with cidex opa. The patient called the clinic to report symptoms of abdominal cramping and rectal urgency without bowel movement. The patient was not examined or prescribed any medication. The burns cleared in approximately one week. The customer was unsure if the scope was processed in their asp automatic endoscope reprocessor or their dsd medivator. The customer was unsure when they were last serviced.